Event description:
Dr and staff see green light from laser using goggles and filter.

Manufacturer narrative:
H-10: laser safety officer evaluated report in absence of original filters being available for eval. Findings indicate that the laser is operating to specifications and is safe to use.